Event description:
Connected lead had noise and caused the device to detect and deliver shock therapy. The device delivered over 100 shocks and is end of service (eos). The device remains implanted. Patient is scheduled to come for a follow-up where the next course of therapy will be discussed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.